Manufacturer narrative:
The device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the lead also exhibited high out of range pacing impedance measurements greater than 2,000 ohms when tested on a pacing system analyzer (psa). Lead to device header connections were verified to be appropriate.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms in addition to noise, oversensing and pacing inhibition. The patient had an underlying rhythm of 35 beats per minute (bpm). An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.